Event description:
It was reported that when the patient¿s last pump was replaced in 2011, there was also a catheter break present. Per the reporter, a manufacturing representative was present at that surgery in 2011 due to the catheter breaking. No further details were known to the reporter. It was later reported that the patient underwent a pump and catheter replacement on (B)(6) 2011. Per the health care provider (hcp)¿s operative report: the preoperative diagnosis was "morphine pump failure", but upon surgical intervention, it was found there was a pump and catheter decoupling. On exploration of the wound on (B)(6) 2011, there was a tremendous amount of clear fluid, likely a combination of cerebral spinal fluid (csf) and morphine, surrounding the catheter and pump. Per the hcp notes, the pump was being replaced due to pump life expiration, and upon removing the pump, the catheter became completely disconnected, or ¿decoupled¿ from the pump. It was not known by the hcp if there had been a proper connection prior to removing the pump, or if it was barely connected. The catheter end had become broken, and this was the cause of the decoupling. At the conclusion of the surgery, the patient was restarted at 0.5mg/day, and the hcp was going to treat the patient as ¿im¿ due to the unknown level or absorption through the subcutaneous tissue to that point. During the surgical procedure, it was noted that the patient received intravenous antibiotics. The patient was noted to be having intermittent difficulties, which to the hcp sounded like withdrawal symptoms. Upon removal of the pump without catheter being attached, further exploration found the catheter plastic coupling mechanism had broken, thus that was removed as well. The hcp then cut the catheter off proximal to the extension, which had been added, and then revised the end of the catheter, changing it to a sutureless system. There was good spontaneous csf flow from the revised catheter. Following replacement of the pump and catheter, new morphine drug from the pharmacy was placed in the new pump. Following the procedure, the patient was awaked from general anesthetic and taken to the recovery room in stable condition. The pump device was used to deliver morphine.

Manufacturer narrative:
Product ID 8703w lot# l46999, implanted: 1997 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).